Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to dislodgement which noted impedance issues, loss of capture (loc), and severe bradycardia. A new lead with the same model was implanted. No adverse patient effects were reported.